Manufacturer narrative:
The reported inappropriate therapy due to oversensing was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment; no noise was observed and no anomalies were observed.

Event description:
It was reported that a symptomatic patient presented in the emergency room with inappropriate therapy due to post-sensed t-wave oversensing. Noise was also observed during charging and delivery of high voltage therapy, but was not reproducible with pocket manipulation. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.